Event description:
A nurse reported the system would not load the functions prior to a procedure. The case was postponed after the pt had received anesthesia. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and replaced the transducer pcba (printed circuit board assembly). The system was then tested and met product specifications. The root cause was not determined. (B)(4).